Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results. The returned resolution 360 ultra clip was analyzed, and visual and microscopic evaluation revealed that the clip assembly was detached from the bushing but remained attached to the control wire, indicating evidence of soft deployment. No other problems with the device were noted. The reported event of the clip unable to release from the catheter was not confirmed, as the clip assembly was returned detached from the bushing but still attached to the control wire, with evidence of soft deployment. The soft deployment observed during product analysis might have been caused by insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing may have detached due to an external force impacting this joint. However, these are only hypotheses. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.